Manufacturer narrative:
The pump was returned to animas for eval. All keypad button presses did not activate desired pump functions during testing. It was found that multiple presses were required for all keypad buttons to activate a response. During investigation, the up arrow and ok keypad buttons were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that all buttons are intermittently unresponsive. It was reported there is no known trauma to keypad and the pump does not get exposed to water.